Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. However, a leak was reported and suspected to be coming from around the connection of homechoice cassette and bag, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell phase of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. Renal therapy services assisted the patient in ending the therapy. The patient would continue therapy by manual exchange. During the follow up with the caregiver, they stated that they realized there was solution on the ground but they did not see any solution on the bag surface and suspected that the leak originated from around the connection point between the cassette line and the bag. There was no patient injury or medical intervention associated with this event. No additional information is available.